Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation high out-of-range right ventricular (rv) lead pacing impedances were observed. No noise was observed on real time electrocardiograms. Attempts to recreate high impedances were unsuccessful. It was also noted that the patient had syncopal events due to pacing inhibition. An x-ray was performed which identified a loose connection. Surgical intervention was performed and the loose connection was resolved. The device system remains in service.